Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 2032227-2014-37701 and 2032227-2014-37437.

Event description:
Customer reported a hospitalization due to low blood glucose of 37 mg/dl and stated that she was also treated by the paramedics for a low blood glucose of 47 mg/dl. She was not in a vehicular accident. She stated that not eating enough and the medicine she was taking may have contributed to the low blood glucose. Nothing further was reported.